Manufacturer narrative:
(B)(4). Software version unknown. Retainer = black.customer returned pump for an alleged device heating up found on (B)(6) 2022.insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No evidence of device heating up during analysis. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error critical handling alarms starting on (B)(6) 2022 at 10:48:00 pm. Pump error 3 alarm due to hardware error (linenumber = 2803 filenumber = 2002). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset within specification 24 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded serial number label, end cap address label missing, and corroded battery tube.critical pump error (open book image) alarm confirmed due to three consecutive pump error alarms. Pump error 3alarm due to hardware error. No evidence of device heating up during analysis, device heating up not confirmed.the insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was heating up. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer discontinued use of the device. The insulin pump was returned for analysis.